Event description:
It was reported that the charger for the ilet system was intermittently not charging the pump, with the indicator light turning solid green and then shutting off, and the charging cable requiring manipulation to maintain contact. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included remote troubleshooting and user education, with confirmation of shipping a replacement charger. Investigation of this case revealed an intermittent connection at the charger cable consistent with a mechanical connection issue leading to unreliable charging. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger cable consistent with wear or damage.

Manufacturer narrative:
Initial.